Event description:
Report received of "IV tubing came apart at the y-site connection". The pt was receiving an unspecified IV solution via an extension tubing set. It was reported that during the infusion, the tubing came apart at the y-site connection (exact area of disconnect not specified). The nurse changed to a new extension tubing set and the infusion was resumed without problem. The pt did not experience any adverse effects. Additional information was requested, but was not available.